Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic repair of paraesophageal hernia with anterior lateral gastropexy during the use of the device, 1 of the needles dislodged deploying in the surrounding tissue. It was stuck in the tissue, did not remove and cause injury. The needle was retained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic repair of paraesophageal hernia with anterior lateral gastropexy during the use of the device, 1 of the needles dislodged deploying in the surrounding tissue and got stuck. An xray was done to locate the needle but it was not retrieved.